Event description:
An adhesive issue was reported with the adc freestyle libre 2 sensor and was detached after less than 1 day of wear. Subsequently customer experienced symptoms of hypoglycemia, a loss of consciousness and was unable to self-treat. It was further reported that customer had contact with a healthcare professional who provided unspecified IV treatment and obtained a reading of ¿30-40mg/dl¿ with a hcp meter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date the incident occurred is unknown. The date entered in section is the date customer reported "(B)(6) 2021". All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date the incident occurred is unknown. The date entered in section is the date customer reported "(B)(6) 2021". All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc freestyle libre 2 sensor and was detached after less than 1 day of wear. Subsequently customer experienced symptoms of hypoglycemia, a loss of consciousness and was unable to self-treat. It was further reported that customer had contact with a healthcare professional who provided unspecified IV treatment and obtained a reading of ¿30-40mg/dl¿ with a hcp meter. There was no report of death or permanent injury associated with this event.